Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("one of the coils had migrated and embedded into her uterus/ malposition of essure device location of device: the essure device is currently in my uterus/ migration of essure device: one of essure coils has been migrated and is currently in my uterus") and device expulsion ("one of the coils had migrated and embedded into her uterus/ malposition of essure device location of device: the essure device is currently in my uterus/ migration of essure device: one of essure coils has been migrated and is currently in my uterus") in a (B)(6) female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: device insertion difficult ("doctor had a difficult time placing the essure device on one of my fallopian tubes" on (B)(6) 2010). The patient had a medical history of multiple cesarean sections. On (B)(6) 2010 hysterosalpingogram demonstrates adequate tubal occlusion with essure devices in place, the essure device on the right insinuating into the endometrial cavity or the uterus slightly, perhaps 1 cm at most. Patient had hysterosonogram and discovered that one of her coils migrated and embedded into her uterus . Current weight as of (B)(6) 2018: (B)(6). Approximate weight at the time of essure placement: (B)(6). Previously administered products included: depo provera for birth control. Past adverse reactions to the above products included: bone density with depo provera. Concurrent conditions were listed as pelvic adhesions, nabothian cyst, cervicitis, adenomyosis and irregular menstruation. Concomitant products included lexapro (escitalopram oxalate) since (B)(6) 2016 and ativan (lorazepam) since (B)(6) 2003. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the day of essure insertion, she experienced prolonged heavy periods ("prolonged and abnormally heavy menstrual cycle lasting three weeks out of the month/ abnormal bleeding (menorrhagia)"), menstrual cramps ("severe menstruation pain/ dysmenorrhea (cramping)"), vaginal bleeding ("abnormal bleeding (vaginal)"), weight fluctuation ("weight gain / loss") and pain in hip ("hip pain"). On (B)(6) 2012 she experienced dental disorder nos ("dental problems"). On (B)(6) 2015 she experienced embedded device (seriousness criteria medically important and intervention required) with pelvic pain and partial expulsion of device (seriousness criteria medically important and intervention required). On (B)(6) 2016 she experienced skin rash ("skin rash that would cover a large portion of her body at times/ skin rashes/ unknown rashes developed on my skin"). Essure was removed on (B)(6) 2020. The patient was treated with surgery (robotic-assisted vaginal hysterectomy with bilateral salpingectomy.). At the time of the report, the heavy menstrual bleeding, dysmenorrhoea, rash, vaginal haemorrhage and arthralgia had not resolved. The outcomes for embedded device, device expulsion, tooth disorder and weight fluctuation were unknown. The reporter considered arthralgia, device expulsion, dysmenorrhoea, embedded device, heavy menstrual bleeding, rash, tooth disorder, vaginal haemorrhage and weight fluctuation to be related to essure administration. The reporter commented: patient want to have the essure removed because of rashes, heavy bleeding and the ongoing pain she had been suffering. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.64 kg/sqm. [Hysterosalpingogram] on (B)(6) 2010: results: full occlusion, total bilateral occlusion. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2020: medical record received. Reporters information, essure removal date, action taken with drug and medical history were added. This case is being submitted retrospectively following an internal review based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("one of the coils had migrated and embedded into her uterus/malposition of essure device location of device: the essure device is currently in my uterus/migration of essure device: one of essure coils has been migrated and is currently in my uterus") and device expulsion ("one of the coils had migrated and embedded into her uterus/malposition of essure device location of device: the essure device is currently in my uterus/migration of essure device: one of essure coils has been migrated and is currently in my uterus") in a 34 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: device insertion difficult ("doctor had a difficult time placing the essure device on one of my fallopian tubes" on (B)(6) 2010). The patient had a medical history of multiple cesarean sections. On (B)(6) 2010, hysterosalpingogram demonstrates adequate tubal occlusion with essure devices in place, the essure device on the right insinuating into the endometrial cavity or the uterus slightly, perhaps 1 cm at most. Patient had hysterosonogram and discovered that one of her coils migrated and embedded into her uterus. Current weight as of (B)(6) 2018: 180.00 lbs. Approximate weight at the time of essure placement: 160.00 lbs. Previously administered products included: depo provera for birth control. Past adverse reactions to the above products included: bone density with depo provera. Concurrent conditions were listed as pelvic adhesions, nabothian cyst, cervicitis, adenomyosis and irregular menstruation. Concomitant products included lexapro (escitalopram oxalate) since (B)(6) 2016 and ativan (lorazepam) since (B)(6) 2003. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the day of essure insertion, she experienced prolonged heavy periods ("prolonged and abnormally heavy menstrual cycle lasting three weeks out of the month/ abnormal bleeding (menorrhagia)"), menstrual cramps ("severe menstruation pain/ dysmenorrhea (cramping)"), vaginal bleeding ("abnormal bleeding (vaginal)"), weight fluctuation ("weight gain / loss") and pain in hip ("hip pain"). On (B)(6) 2012 she experienced dental disorder nos ("dental problems"). On (B)(6) 2015 she experienced embedded device (seriousness criteria medically important and intervention required) with pelvic pain and partial expulsion of device (seriousness criteria medically important and intervention required). On (B)(6) 2016 she experienced skin rash ("skin rash that would cover a large portion of her body at times/ skin rashes/ unknown rashes developed on my skin"). Essure was removed on v2020. The patient was treated with surgery (robotic-assisted vaginal hysterectomy with bilateral salpingectomy.). At the time of the report, the heavy menstrual bleeding, dysmenorrhoea, rash, vaginal haemorrhage and arthralgia had not resolved. The outcomes for embedded device, device expulsion, tooth disorder and weight fluctuation were unknown. The reporter considered arthralgia, device expulsion, dysmenorrhoea, embedded device, heavy menstrual bleeding, rash, tooth disorder, vaginal haemorrhage and weight fluctuation to be related to essure administration. The reporter commented: patient want to have the essure removed because of rashes, heavy bleeding and the ongoing pain she had been suffering. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.64 kg/sqm. [Hysterosalpingogram] on (B)(6) 2010: results: full occlusion, total bilateral occlusion. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-jun-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.